Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that after saving cine run from the 9800 system to pacs, there is a cine frame that does not belong and is a random cine frame from another cine run of the same patient on the same date. No patient injury was reported.